Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic gas was instilled into a patient's eye during a retinal detachment surgery which did not last inside of the eye as long as anticipated. Afterwards, the patient presented with a second retinal detachment that required additional pars plana vitrectomy surgical intervention with the use of ophthalmic oil. Additional information has been requested. Additional information received further clarified that 20% ophthalmic gas concentration mixed with room air was instilled into the patient's eye during their initial pars plana vitrectomy with endolaser surgery. The instilled bubble was only 25% of the anticipated size upon seven days post-op. By post-op day 14, the patient's retina was observed to again be detached.

Manufacturer narrative:
One gas cylinder sample was returned to the manufacturer for evaluation. A visual assessment showed that the returned cylinder was in good condition. The cylinder was put through final test and inspection. The cylinder passed all release criteria. No problem was found with the cylinder related to the reported event. A review of the batch production record for the reported lot number was performed and confirmed that the product met specifications at the time of release. A review of complaints for the last 12 months did indicate one other related report for the reported gas product. No problem was found with the returned gas cylinder sample therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).